Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 50 mg/dl. Reportedly, customer initiated too large of a bolus which subsequently decreased their bg level. Reportedly, paramedics were called and attempted to self-treat customer by administering carbohydrates; however; was transported to the emergency room and admitted to the hospital where they were treated with treated intravenous fluids of saline. Customer was released (B)(6) 2023, with the issue resolved. Systems check with tandem technical support confirmed the pump is functioning as intended.